Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was on vacation, the customer placed the pump on storage mode and used manual injections. Several hours after turning the pump back on, the customer reported that the pump date was ahead by 1 day. Reportedly, the date displayed (B)(6) 2017, instead of (B)(6) 2017. The customer changed the date successfully. At the time of the event, the customers' blood glucose level was 103 mg/dl.